Manufacturer narrative:
(B)(4). It was reported that while performing a study the c3 system froze (except for uls and monitor windows), and error 1 appeared. Prior to calling they rebooted the piu and continued the study successfully. Error 1 re-appeared a short time later. User was advised exchanging the fiber optic cable. Once it was done this was done, the issue did not re-occur, and the case was completed. Htc investigated the application freezing. (B)(4) they found that the problem was related sw defect # 40398. The history of customer complaints associated with carto 3 system # (B)(4) was reviewed. There was no any additional complaint out of 7 additional reported complaints that may be related to the reported issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
(B)(4). The hardware investigation has completed. Issue occured after system was upgraded to v4. No further issues since reported complaint.

Event description:
This complaint is originally created for MDR non-reportable issues. It was reported that the carto 3 system was frozen and error 1 was appeared during an afib ablation. The freezing occurred during radiofrequency delivery. No patient consequence was reported. The issue was resolved by exchanging the fiber optic cable. New information was received on (B)(6) 2015 that ECG, acl and magnetic streaming errors appeared on the carto as well. The fluoro-ultrasound was available during the procedure. The issue caused some procedure delay while rebooting the system. The procedure was completed successfully. This is reportable as the physician considered the event was a potential risk to the patient as it was unable to use the system during rebooting time.